Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported the device was used during a hartman procedure, the device would not staple but cut. The crunch sound was ok. The staples were not delivered when the device was fired. The patient received a colostomy.